Event description:
Surgeon reported insertion difficulties when using versa step trocar during laparoscopic procedure. Bleeding at port insertion sites and abdominal bruising resulted. At surgeon's request, ethicon trocar used to complete procedure.